Event description:
It was reported that this left ventricular (lv) lead exhibited a high threshold. This lead was surgically abandoned, and no new lead was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the lead was pulled back slightly from its original position. Subsequently, this lead was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner or outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high threshold. This lead was surgically abandoned, and no new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high threshold. This lead was surgically abandoned, and no new lead was placed. No additional adverse patient effects were reported. Additional information was obtained indicating that the lead was pulled back slightly from its original position. Subsequently, this lead was explanted and replaced. No additional adverse patient effects reported.